Event description:
It was reported that there was a left hip revision due to instability.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown cup. The unknown liner and unknown head were also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's instability. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.